Event description:
It was reported by the doctor that it was discovered upon opening the package that the transfer coping was not attached to the implant the procedure was completed using another device. There was no report of patient injury or delay in surgery.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported by the doctor that it was discovered upon opening the package that the transfer coping was not attached to the implant the procedure was completed using another device. There was no report of patient injury or delay in surgery. D4: expiration date: 18 sep 2023 UDI: (B)(4). G4: (B)(6) 2019 g7: follow up, h1: malfunction, h2: additional information, device evaluation, h3: yes, evaluation summary attached, h4: (B)(6) 2018. The reported device, fixture mount, cover screw and packaging was received for evaluation. Visual inspection identified that the mount screw was missing and the implant had disassembled from the mount the cap on the outer vial was also missing. The reported condition of upon opening the package that the transfer coping was not attached to the implant could not be verified, as the exact details of the device condition when received by the customer are unknown. A device history record (DHR) review was completed for the reported device lot. DHR review did not provide any indication of any manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review was completed for the reported device lot for similar incident and 4 other complaints were identified to date. A device change record (dcr) was initiated upon detection of the first occurrence of disengaged implants. It was discovered that settings were changed to program 2 for the manufacturing of part numbers that required program 1. Since the maximum angle for program 2 is higher than the max angle for program 1, it allows the torque screwdriver to be utilized without having the hex tool fully seated/engaged. This can cause assembly issues, especially if the hex tool is worn out. An analysis was performed on all programs and it was determined that in order to prevent the defect from occurring in the future, only program 1 would be used for all part numbers. Programs 2 and 3 were omitted from the work instruction and deleted from the system through the dcr. The reported implant lot was manufactured prior to the implementation of the dcr, however, this product condition is known and has been assessed in related risk management document(s). A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). Additional 510 k: k011028, k013227. The following information is unknown at the time of this report: not provided. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the doctor that it was discovered upon opening the package that the transfer coping was not attached to the implant the procedure was completed using another device. There was no report of patient injury or delay in surgery.